Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a picture of the customer's report was provided. Review of the picture did show the customer's report. However, without receipt of the device, root cause evaluation could not be performed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4 (serial# and UDI) and h4. Evaluation: the device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed damage consistent with mishandling. Inspection of the battery observed two holes had been drilled in the battery housing and a string was looped through the holes. It is likely that water entered through the holes and shorted out the battery board and caused the burn damage. The device was scrapped and a replacement device was ordered. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's battery vented inside the device. Complainant did not indicate that there was any patient involvement in the reported malfunction.